Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a high blood glucose with diabetic ketoacidosis. The patient visited an emergency room for treatment. The reporter stated that the pump was intermittently losing power, stopping insulin delivery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of the pump losing power.